Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope did not pass the leak test and tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Event description:
Additional event information reported by the customer: the unexpected contamination was reported to be 8 ufc/ml enterobacter cloacae.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. The customer did not provide device cleaning disinfection and sanitization (cds) practices. Olympus provided the following result of the culture test, performed at the third-party labs: 1st test result date: (B)(6) 2024 1.sampling from:distal end. Cfu:not done. Bacterial identification:no detection. 2.sampling from:biopsy /suction channel. Cfu:0. Bacterial identification:no detection. 3.sampling from:air / water channel. Cfu:1cfu. Bacterial identification:rothia mucilaginosa. 4.sampling from:auxiliary channel. Cfu:8cfu. Bacterial identification:stenotrophomonas maltophilia. 2nd test result date: (B)(6) 2024. 1.sampling from:distal end. Cfu:not done. Bacterial identification:no detection. 2.sampling from:biopsy /suction channel. Cfu:1cfu. Bacterial identification:rothia mucilaginosa. 3.sampling from:air / water channel. Cfu:0. Bacterial identification:no detection 4.sampling from:auxiliary channel. Cfu:0. Bacterial identification:no detection. The device evaluation observed device leaks and damage that may have impacted the performance of reprocessing and could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were reported by the user through culture testing after reprocessing, however, the user culture results were not shared. Growth of microorganisms were confirmed by olympus after reprocessing in accordance with instructions for use (IFU) before repair. Olympus again performed culture testing after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation, however, due to the observed device damage and air/water channel leakage, it is likely that device reprocessing was insufficient. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.